Event description:
During service of product an intermittent apnea alarm was found due to an out of calibration condition. Recalibrated respiration setting.

Event description:
During service of product an intermittent apnea alarm was found due to an out of calibration condition. Recalibrated respiration setting.

Event description:
During service of product an intermittent apnea alarm was found due to an out of calibration condition. Recalibrated respiration setting.